Event description:
A report was received that the patient experienced pain and burning sensation in the back up the spine when stimulation was on. The patient will undergo a revision procedure.

Manufacturer narrative:
Correction to the initial MDR: additional information was received that during the revision the patient's lead was pulled downwards a bit. The patient was doing well post-operatively.

Event description:
A report was received that the patient experienced pain and burning sensation in the back up the spine when stimulation was on. The patient will undergo a revision procedure.